Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat an extremely tortuous, heavily calcified, 80% stenosed lesion in the right coronary artery (rca). Glideassist mode was activated and during the treatment, it was noticed the oad crown became stuck. The oad was removed, and the driveshaft was fractured. Balloon angioplasty was performed to complete the procedure. The patient was in stable condition. During analysis of the oad, it was observed the guide wire was fractured.

Manufacturer narrative:
The oad and viperwire advance guide wire were returned for analysis. The oad was returned with a driveshaft fracture at the crown section. Two of the filars were fractured, one centimeter proximal to the crown and one at the crown. Scanning electron microscopy (sem) analysis of the fractured filars showed evidence of ductile torsion. During sem analysis, a guide wire segment was discovered lodged within the driveshaft. Ductile torsion is an indication the driveshaft became stuck and was pulled to fracture. However, the exact root cause of the fracture was undetermined. Sem analysis of the guide wire showed evidence of ductile torsion and ductile tension. The exact root cause of the stress condition that led to the fracture was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).